Event description:
(B)(4). Heavy longer than usual periods, extreme cramping, blood clots the size of half dollars, weight gain, fatigue, depression, severe swelling in abdomen, ovarian cysts, endometriosis and thickening in my uterine lining and internal bleeding.